Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined out of range (oor) rv defibrillation impedance and oversensing. The patient received inappropriate therapy as a result of oversensing and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.